Manufacturer narrative:
This is a report for a break in aseptic technique which led to peritonitis. The break in aseptic technique was further described as the patient¿s cat biting the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The break in aseptic technique was further described as the patient¿s cat biting the patient line. On an unspecified date the patient was hospitalized for the event. The patient received unspecified antibiotics as treatment (no further details available) for the peritonitis event. The patient¿s outcome was unknown. On unreported dates, the patient and the caregiver were retrained "repeated" on aseptic technique and the action taken with pd therapy was not reported. No additional information is available.